Event description:
It was reported the patient experienced bradycardia requiring CPR and conversion procedure was converted to open surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation, the reported failure ¿patient experiencing bradycardia requiring CPR and conversion to open surgery.¿ was not confirmed to have issues with the insufflator. According to wom: visual inspection the device was received on (B)(6) 2025 for evaluation. There are no indications of transport damage. Unit was shipped with the correct packaging (packaging damaged), device in fair cosmetic condition, the unit has a small stain on the right side of the front panel. Additionally, the upper casing is bent and the filter holder was damaged at the threading. Functional inspection functional inspection indicated the returned device passed all criteria. This included the pressure and flow test with a result of pass. Additionally, all safety features, including the occlusion test, overpressure test, venting valve test and suction flow safety threshold were passed. Dimensional inspection not possible because the device was not returned for evaluation. Investigation conclusion the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050010 rev y, sn (B)(6) is working according to specification. Probable root cause: the reported event could be not confirmed. There are no indications of a manufacturing issue. There are no signs of a manufacturing issue. The event description is very poor and general in nature. From a medical perspective: operating at a set pressure value for longer times 30 s) which is not tolerated by the patient even though it is within the settable pressure range, might lead to unwanted hemodynamic changes (e.g. Low heart rate). Setting the appropriate pressure, monitoring the patient and align communication with the anesthesiologist is in the responsibility of the operating team. There are other potential patients or procedure related contributing factors which could lead to low heart (bradycardia). However, there have been no reported evidence or claims that the device did not work according to its specifications or malfunctioned in any manner which could have contributed to bradycardia. Since there is no causal relationship between the associated device and the reported adverse event this case is considered as not reportable. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported the patient experienced bradycardia requiring CPR and conversion procedure was converted to open surgery.